Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the component is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling, a clicking noise and instability. A revision is planned.